Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history lot part number:390.008, synthes lot number: 14l9174, supplier lot number: n/a, release to warehouse date: aug 19, 2019, expiration date: n/a, supplier: (B)(4). No ncrs were generated during production. Device history review review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated event description: it was reported that during an unknown procedure while thumb tightening the ex-fix open adjusting clamp, a metal shard broke off from the thumb wheel and caused a sharps injury to the surgeon. Fragments were generated and successfully removed. The procedure was successfully completed. There was an unknown amount of surgical delay.

Manufacturer narrative:
Additional product code lxt complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is jnj representative. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported on an unknown date that the patient underwent for an unknown surgery. During the surgery, one of clamp was broken. It was unknown if the procedure was completed successfully. The patient outcome was unknown. This complaint involves one (1) device. This report is for (1) large ex-fix open adj clamp mr-conditional. This is report 1 of 1 (B)(4).